Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an unknown-aged male patient undergoing protected percutaneous coronary intervention. No additional patient history was reported. During the procedure, a sudden increase in motor current was reported, followed by an unexpected pump stop. Attempts to restart the pump were unsuccessful. An automated impella controller replacement was attempted; however, the issue was not resolved. The device was removed due to the failure mode. No adverse clinical impact to the patient was reported, and the procedure was continued without impella support after the critical portion of the intervention had been completed. Pump performance metrics and purge solution details were not reported. The patient survived the event with no additional adverse events reported.